Event description:
Caller reported an alarm indicating an occlusion event which caused their blood glucose level to read "high" on the monitor, specifically exceeding 500 mg/dl. The customer administered a correction injection manually but did not require specific third-party assistance. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the occlusion issue, they changed the infusion set and cartridge and resumed insulin. The caller experienced more than one occlusion event and used the same solution each time, leading to a follow-up request for additional assistance.